Event description:
A report that the patient's precision system was explanted was received. There is no further information available.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not return for evaluation.